Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and after delivering an unspecified amount of insulin, the insulin gauge adjusted to 105 units and remained static. Reportedly, the insulin may have been slightly cold and the cartridge may have been overfilled. The customer reported blood glucose (bg) level was not over 215 mg/dl, but was unable to provide a specific bg value. The customer declined to reload the cartridge at the time of the reported event. Although requested, no further information was provided by the customer.